Manufacturer narrative:
Additional information received stated the physician confirmed a seroma near the ipg site. The physician also stated there was not a tear in the patient's dura as he could not locate one. Device evaluation indicated that the ipg passed visual and performance tests performed. No anomalies were found. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the paddle lead found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm the explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was scheduled to undergo a lead revision due to lead migration. During the revision, the physician discovered a dura tear and fluid in the pocket. The physician believed it was a possible seroma and due to the possibility of infection, did not feel comfortable proceeding with the revision. The ipg and paddle lead were explanted and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was scheduled to undergo a lead revision due to lead migration. During the revision, the physician discovered a dura tear and fluid in the pocket. The physician believed it was a possible seroma and due to the possibility of infection, did not feel comfortable proceeding with the revision. The ipg and paddle lead were explanted and the patient was reportedly doing well following the procedure.